Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port; further described as ¿at the junction between the bag port and the part that the registered nurse (rn) would twist off¿. This was identified when the rn was about to hang the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between october 27, 2017 - october 28, 2017. The device was received for evaluation. The bag was cut at the top left where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.